Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that the patient underwent an internal carotid posterior communicating aneurysm coil embolization. The stent was delivered to the target lesion and it was deployed without any problems. However, it was found under fluoroscopy that the one of the stent markers on the distal side was missing. The physician suspected that the stent marker overlapped with another marker or the stent did not completely expand. The physician verified via computed tomography that the stent had properly expanded. The missing marker was not found. At the moment, no adverse event has occured to the patient.